Event description:
The patient alleged that the pump was responding intermittently to button presses. The patient also claimed that the buttons were sticking and hard to press. The patient denied that there were any tears or peeling of the keypad.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, no conclusions can be drawn at this time.